Event description:
Spring arm is cracking at the head end of the steel arm. Injector head is suspended from this arm. Head weighs 19 lbs., the arm has a maximum rating of 40 lbs. The injector head could fall if the cracks progress to separation. Injury could occur to patient and/or staff by the falling head. If the head falls, the arm would drive towards the ceiling with great force, causing injury to personnel and damage to other equipment in the vicinity.